Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 130 units of insulin. The customer added an additional 80 units to the cartridge and completed the load process successfully. The customer's blood glucose level was 195 mg/dl.